Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event assumed vascular occlusion/ vascular compromise (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a us healthcare professional and concerns a patient. The patient was injected with straight radiesse(+), into the nasolabial fold. The patient was not injected at a training event. After the radiesse(+) injection, the patient experienced an assumed vascular occlusion (vo), also reported as vascular compromise. The outcome of the event was unknown.